Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Reference complaint # (B)(4). H3 other text : device not retuned.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure and there was no pressure from the fiber optic. The customer had already switched consoles. The fiber optic was disconnected and reconnected but the problem was not resolved. The inner lumen of the catheter aspirated and flushed but an arterial pressure could not be obtained via the transduced inner lumen. Extensive troubleshooting revealed that the cable connecting the transducer to the console was defective. Arterial pressure was finally obtained via the transduced inner lumen. The customer plans to remove the balloon in the next hour. There was no reported injury to the patient.

Manufacturer narrative:
Complete event site name - (B)(4). Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the console generated an iab optical sensor failure and there was no pressure from the fiber optic. The customer had already switched consoles. The fiber optic was disconnected and reconnected but the problem was not resolved. The inner lumen of the catheter aspirated and flushed but an arterial pressure could not be obtained via the transduced inner lumen. Extensive troubleshooting revealed that the cable connecting the transducer to the console was defective. Arterial pressure was finally obtained via the transduced inner lumen. The customer plans to remove the balloon in the next hour. There was no reported injury to the patient.